Event description:
It was reported that a patient underwent a micro-laminectomy on an unknown date and suture was used to close the incision. The patient returned with a wound dehiscence and infection. An incision and drainage procedure was performed. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.